Event description:
It was reported that a revision surgery was performed due to implant fracture.

Manufacturer narrative:
The associated complaint device was not returned. Without the actual product involved and/or device information, our investigation cannot proceed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.